Event description:
The facility reports, while attempting to lift pt using opera hoist, they raised approx 1" when the sling clip snapped. No injuries were reported. (B)(4).

Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.